Event description:
Customer reported having high blood glucose readings. She stated that there were bubbles in the tubing and that the tubing was bent. She stated that she programmed a bolus while not connected and did not see insulin exit. The blood glucose reading at the time of the report was 195 mg/dl. Customer treated high blood glucose with manual injections. She stated that the air bubbles were a half an inch in size and did not appear to move along the tubing when attempting to prime them out. She stated that the drive support cap appeared to be normal and recessed. Customer also reported that the reservoir leaked from the p cap and from the o-rings. She also reported that she had a high blood glucose of 400 mg/dl, which she treated with a manual injection. She stated that the blood glucose dropped down to 32 mg/dl and that the paramedics came to treat her. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.